Event description:
It was reported that a balloon rupture occurred. The patient presented for superficial femoral artery angioplasty. The target lesion was predilated across an anastomosis with a 4.00mm x 15cm balloon. The 5.0 mm x 80 mm, 135 cm ranger drug coated balloon (dcb) was inserted and inflated. The balloon burst when inflated from 8-12 atmospheres. The whole system was safely withdrawn. There were no patient complications and the patient status was stable.